Event description:
It was reported that the pt had been hospitalized for the past 11 days for diarrhea of unk cause. She also had other on-going medical issues with infection for which she had received treatments and required hospitalization several times last year. She was re-directed to her healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
.